Event description:
An article was published that described a retrospective single institution chart review of 128 pts having suboccipital posterior fossa neurosurgery between (B)(6) 2005 and (B)(6) 2007 with dural and arachnoid opening. Postoperative complications with two out of eleven procedures in which duragen was used as a dural closure are reported. Other dural replacements were identified in this study. Product labeling states in the contraindication section: not recommended for large defects at the skull base following surgery; (posterior fossa surgery is a skull base surgical procedure). The warning section states that: duragen is generally not recommended for extensive skull base surgery with dual resection, however, duragen can be used to augment other forms of specific repair (i.e. Fascia lata).

Manufacturer narrative:
Postoperative complications reported were once case of aseptic meningitis, and one case of symptomatic pseudomeningocele. Integra received no product quality complaints or adverse events reports from (B)(6) for duragen dural graft matrix for this time period. Integra has contacted authors of the study to request additional info. The devices involved in the reported incidents were not expected to be received for evaluation. An investigation has been initiated based upon the reported info.